Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported failure; however, the electronic patient record was downloaded for review and two short power off events of 15 seconds and 28 seconds were observed. Physio investigated further and found that all four (4) battery pins in the device were loose, which could cause the device to intermittently power off on its own. After tightening the battery pins and verifying proper device operation through functional and performance testing the unit was returned to the customer for use. A clinical review of the complaint file and the electronic patient event record was performed. It was determined that the device use did not contribute to the outcome of the patient as a healthcare provider on scene indicated the reported failure likely did not contribute to the patient¿s outcome and the patient had dnr orders previously established.

Event description:
The customer contacted physio-control to report that their device had powered off twice by itself during a patient event. The patient, (B)(6) female, was in cardiac arrest. The patient did not survive the event; however, the customer advised that the device use did not have any impact on the patient outcome as the patient had a do not resuscitate (dnr) order. The customer stated that after the event they went back to their station and were able to duplicate the failure with a second set of batteries.